Event description:
A device report from synthes EU provides information from a facility in (B)(6) regarding the use of chronos putty. It was reported that the chronos putty was mixed with stem cells and blood from the tibia plateau. Postoperative bleeding was reported, cause unknown, specifics not provided. It was reported that on the x-ray, it appeared that the chronos putty was runny however, the description by the nurse was that the mix was pasty and granular as was usually observed.

Manufacturer narrative:
Product used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. An investigation and device history records review could not be completed and no conclusion could be drawn as no lot number was provided and the device was not returned.